Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure-related adverse events that may occur and/or require intervention include, but are not limited to, endoleak and aneurysm enlargement. H.6. Investigation conclusions updated from code 22 to code 4315.

Manufacturer narrative:
Additional devices included on this report are as follows: catalog #rlt231412j/ serial #(B)(4)/ UDI #(B)(4). Patient weight: asked but unavailable. Date of event: as the date of aneurysm enlargement identification remains unknown, the date of intervention was used as the estimated date of event. Other relevant history, including preexisting medical conditions: asked but unavailable. Concomitant medical products and therapy dates: asked but unavailable. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure-related adverse events that may occur and/or require intervention include, but are not limited to, endoleak and aneurysm enlargement.

Event description:
On (B)(6) 2019 the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. It was reported that, on an unknown date, aneurysm enlargement was observed. On (B)(6) 2020 an image finding reportedly revealed a suspected endoleak on the contralateral leg component located in the patient's right limb. The patient underwent reintervention on the same day. It was reported that angiography confirmed a distal type I endoleak on the contralateral leg component. The patient's right internal iliac artery was coil embolized, and two additional stent grafts were used to extend the device to the patient's right external iliac artery. The distal type I endoleak was resolved. The patient tolerated the procedure.